Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Technical support confirmed the shipping address and instructed the customer to put the pump into storage mode before returning it to tandem using a prepaid label within ten days. The customer understood and acknowledged these instructions.